Event description:
A caller reported that intermittent occlusion alarms occurred and the issue led the customer's blood glucose level to exceed 500 mg/dl, with the continuous glucose monitor reading ¿high" elevated bg was addressed by manual insulin injection. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin use.